Event description:
On (B)(6) 2024, my 17 yr old son saw his wound care doctor and they ordered him to use the wound care solution called vasche. They advised that I purchase it otc from (B)(6). I purchased it from (B)(6) on (B)(6) 2024 and it was delivered (B)(6) 2024. Prior to introducing the vasche to the wound, his wound was closing and healing appropriately according to his physician and personal home care rn. Nothing in my son's medical profile (bloodwork, etc.) Indicated he has any infection prior to switching wound care. My question and concern is, could the solution been contaminated by either the seller or (B)(6) personal prior to delivery to my home? I am unable to provide medical records as we are still hospitalized as of the date of this writing. Foot wound. We have been hospitalized at (B)(6) hospital in (B)(6) since (B)(6) 2024. My name is (B)(6), my contact information is (B)(6). Email address is (B)(6). My home address is (B)(6).